Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy at the time of alarm. Reportedly, the customer is using manual injections for insulin therapy.